Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of repeated low voltage advisory alarms was not confirmed. The submitted controller event log file contained approximately 8.5 hours of data (7:18:48 ¿ 15:43:58 on (B)(6) 2021 per the timestamp). The submitted controller periodic log file spanned approximately 10.5 days of data ((B)(6) 2021 per the timestamp). No notable alarms were active in either log file. The pump maintained a speed above the low speed limit throughout the log files. The mobile power unit (mpu) was not returned for evaluation. Multiple requests for additional information were made to determine if the alarms resolved with the controller exchange; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a controller exchange on (B)(6) 2021 due to repeated low voltage alarms. The patient was having alarms while connected to their mobile power unit (mpu). The patient was reportedly outpatient and stable. Alarms were unable to be replicated in clinic. No obvious damage was noted on the batteries. The patient's driveline was intact but discolored. The event log captured constant pulsatility index (pi) events throughout the log.